Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 263 mg/dl, which was treated with a manual injection. The customer stated that she was trying to administer the bolus when she noticed that the insulin pump was acting up. She then took the battery out and reinserted it, after which she received a failed battery test alarm, followed by the button error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Unit received with normal operating currents.no unexpected failed battery test alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit had minor scratched display window.